Manufacturer narrative:
Analysis of the ins, model 37601, serial no. (B)(4), found the ins battery normal end of life telemetry and output okay. Note ¿ additional information received indicates that previously reported information under mfg. Report no. 3007566237-2016-02597 is now being reported as part of this regulatory report line. (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) depleted early and had a short battery life. The ins was interrogated and some lower and high impedances were measured. The following high impedances were measured: c-3 = 4199, 1-3 = 4349, 0-3 = 4402, c-9 = 2073, c-10 = 2611, c-11 = 7599, 8-11 = 7277, 9-10 = 4186, 9-11 = 8995, and 10-11 = 4937 ohms. Therapy impedance was measured to be 919 ohms on the left side and 700 ohms on the right side. The patient was using high parameters for therapy. The ins was programmed to c+, 0- at 4.5v, 90 usec and 130 hz on the left side and c+, 8- at 3.8v, 90 usec, and 130 hz on the right side. The cause of the event was unknown. The patient did have frequent out patient clinic visits to measure battery life, but the ins went down before the predicted date. A revision was done and the ins was explanted and replaced. The issue was resolved after the ins replacement. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.